Manufacturer narrative:
On following up with the rm & rep who attended the case, it was learned that surgeon had difficulty while manipulating the hip back into its socket and subsequent to the procedure, the patient developed "foot drop", possibly from nerve damage during the procedure. It is unclear as to at what point in the procedure the damage occurred and there was no implication that this was a result of the arthrosurface implant. As of (B)(6) 2017 the patient was still experiencing this gait abnormality or "foot drop". Should arthrosurface receive any additional information regarding this case, a supplemental MDR will be filed accordingly. Arthrosurface is currently investigating the cause of incorrect instrumentation in the tray. This is an isolated incident and there is no record of similar issues or complaints being reported to arthrosurface previously. All CAPA activity will be documented within the arthrosurface quality system accordingly.

Event description:
During a hemicap hip implant case, it was identified that the hip instrument kit contained incorrect instrumentation. With prolonged effort, the surgeon was able to finish the implant case using available orthopedic instrumentation.